Event description:
It was reported that during a routine generator change this right ventricular (rv) lead insulation was pulled back and the lead coil was exposed. Hence, the lead was capped and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.